Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04447 and correct the initial report. Olympus medical systems corp.(omsc) confirmed the following from the photos sent by olympus (thailand) co., ltd. (Oth). There was a hole in the glue around the air/water nozzle. This was a superficial damage and did not penetrate. Since the hole around the adhesive at the distal end was not penetrated and the distal end cover was not cracked, the correct event was not the adhesive gap between the distal end and the plastic cover, but the scratch on the distal end cover by the reprocessing equipment. Therefore, based on the above information, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; there were a scratch and a burn mark on the distal end cap. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a hole in the adhesive around the plastic cover and there was a gap in the adhesive between the distal end and the plastic cover. The device was a demonstration machine and there was no report of patient injury associated with the event.